Event description:
While using a byte day aligners, patient provided a letter of recommendation from their dentist to stop treatment. The dentist stated the treatment plan was deemed ineffective for the following reasons. The bottom teeth of the treatment were misaligned at the end of treatment. Treatment plan did not take into account the patient's jaw size, causing pain while biting and while the mouth was in a relaxed state. Continued use of retainers may have cause jaw dysfunction. Mold of teeth did not fit patient's lateral incisors, which deemed treatment plan as ineffective.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.